Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a DHR review could not be performed as the device lot number is unknown. Visual inspection: the lockscr ø3.5 self-tap l35 tan (part# 413.035, lot# unk qty# (B)(4)) was returned and received at us customer quality (cq). The investigation was performed on the images provided and the products returned. Upon visual inspection, it is observed that the locking screw showed signs of damage on the threads, but was likely due to explantation of the device. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to it being post manufacturing damage. Document/specification review: the following drawing(s) (current) were reviewed: -locking screw ø3.5mmxl - headed blank -locking screw 3.5*xx st hex no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for the lockscr ø3.5 self-tap l35 tan (part# 413.035, lot# unk qty# 1). While a definitive root cause could not be identified for the reported issue from the available information, it is likely that the damage was due to the explantation of the device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: ktt. Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Health effect - clinical code (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient underwent an initial operation on march 3, 2021. The patient underwent a revision operation on may 31, 2021 due to a broken plate. The surgery was successfully completed and the patient was doing well. This report is for one (1) 3.5mm ti locking screw self-tapping 35mm. This is report 5 of 5 for (B)(4).